Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the coin cell battery to lab use only (luo) testing equipment. A 5k ohmmeter (ohm) resistor was used to add a load to the circuit. The battery voltage was 2.7 volts (v) and remained steady for two hours. The batter was left like that overnight and the voltage the next morning was similar. The output was steady and consistent under load. The pst did not observe any battery output issues. It was determined that the battery met specification.

Manufacturer narrative:
The reported complaint was confirmed. Per the data log review: based on the 24 hour log, on (B)(6) 2023 the system shut off without proper shutdown and the next power up the date jumped to 2101. There was another improper shutdown that fixed the date back to (B)(6) 2023. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. Upon review of the data log, the fsr observed the future date jump. After the ccm date was corrected, the issue was resolved. The fsr replaced the coin cell battery and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) date jumped to a future year of 2101 causing a 'service gas system' message and flagging the battery as expired. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.